Manufacturer narrative:
Lot number was not provided by consumer and product not received to date, therefore, unable to proceed with product investigation.

Event description:
Anaphylaxis reaction [anaphylactic reaction]. Swelling all over [generalised oedema]. Diarrhea [diarrhoea]. Hives [urticaria]. Case description: a physician reported that they, an adult female age unspecified, used tampax tampon, super unscented tampon 1 applic, 1 only and reported that within 10 minutes she had an anaphylactic reaction, swelling all over, diarrhea, and hives. She treated herself with an intramuscular injection of benadryl. The case outcome was recovered. No further info was provided.